Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. The broken portion was scorched and melted. A lump of melted cutting wire has adhered to the broken portion. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire was measured including the portion of the lump that adhered to the broken portion. It was confirmed there were no missing parts in the cutting wire. The length of the coated portion of the cutting wire presented no abnormalities. There were no missing parts in the coated portion. No other abnormalities were confirmed except the breakage of the cutting wire. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. During pre-use inspection, high frequency energization was conducted with the cutting wire being close to some objects such as a tester. An electrical discharge occurred, and the cutting wire became instantly hot. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
During an inspection before use, the subject device was activated and the cutting wire broke. The intended procedure was completed with another device. There was no patient injury reported.